Event description:
The user reported that saline solution for flush was leaking out of the valve of the flexcath sheath. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
The product was returned and was visually inspected and functionally tested. The visual inspection showed that the shaft was kinked at 2 locations. The first is at 2.34" proximal from the tip. The second is at the shaft to handle connection. The reported leak has been reproduced. The insertion of a catheter through the flexcath shows air ingress during aspiration. Dissection showed that the hemostatic valve was leaking, the valve was torn. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.